Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had his art. Hip replaced by surgeon at orthopedic surgical institute on (B)(6) 2020 where he had a summit stem and pinnacle cup implanted. He began to experience some pain and discomfort recently and came into the ER at troy beaumont. It was determined by visual inspection that the wound was infected. Surgeon scheduled this patient for an I&d. The femoral head and pinnacle liner was explanted and a new hip ball and liner were implanted. The stem, acetabular cup, and screw were left implanted. Doi: (B)(6) 2020. Dor: (B)(6) 2020. Right side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.